Event description:
It was reported that the atrial lead exhibited low sensing and increased threshold. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was crushed and the ring electrode was fractured.